Manufacturer narrative:
Citation: hyde ek, throndson k, arcinas la, et al. Validation of the emory risk score in the transcatheter aortic valve implantation population: a canadian perspective. Cjc open. 2022;4(12):1060-1068. Published 2022 aug 27. Doi:10.1016/j.cjco.2022.08.010 earliest date of publication used for date of event. Medtronic products referenced: evolut r (product code npt, PMA# p130021), evolut pro (product code npt, PMA# p130021). Earliest app roved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Literature was reviewed regarding the validity of a predictive risk score and additional electrocardiographic parameters in forecasting the need for permanent pacemaker implantation after transcatheter aortic valve implantation (tavi). Medtronic (evolut r = 77, evolut pro = 21) and non-medtronic (edwards sapien 3 = 142) valve types were used in the study. The authors wrote, ¿the need for permanent pacemaker (ppm) implantation post-tavi was defined as having a ppm implanted during the same hospitalization as the tavi procedure or within 30 days following the tavi procedure.¿ following tavi, the permanent pacemaker implantation rate was 17% for the evolut r group and 8% for the evolut pro group. No additional adverse patient effects were noted.